Manufacturer narrative:
Software version 4.11j. Retainer ring black. On (B)(6) 2021 the customer alleged pump error 25 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace or history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was not within specification range. In further full review in the device history, these battery related alarms were found: power error alarm (pump error 25 alarm) on (B)(6) 2021 at 12:00:00, low battery alarm on (B)(6) 2021 at 20:21:00, replace battery alarm on (B)(6) 2021 at 05:52:00, 06:02:00, on (hh)(6) 2021 at 22:00:00, on 10/09/2021 at 04:00:00, 04:10:00, replace battery now alarm on (B)(6) 2021 at 04:31:00, 04:41:00, power loss alarm on (B)(6) 2021 at 08:37:07, insert battery alarm on (B)(6) 2021 at 22:22:20, device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected power error, low battery, replace battery, replace battery now, power loss, and insert battery alarms during testing. Customer alleged for pump error 25 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer was able to clear and rewind pump. Customer stated that power error detected had recurred within a week of troubleshoot from previous occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.